Manufacturer narrative:
Additional information stated that following the event, a zoll field representative visited the customer site and checked the autopulse platform (sn (B)(4)). After properly installing the lifeband, the device was tested and functioned as intended, performing continuous compressions for 24 minutes without error. A likely cause is attributed to the improper installation of the lifeband resulting in a user advisory (ua) 12 (lifeband not detected) error message. It was indicated that supplemental training will be provided to the customer specifically regarding platform operation and troubleshooting. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message recorded in the archive data is easily clearable by the user. The ua 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The ua 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, the user observed recurrent user advisory (ua) 12 (lifeband not detected) error messages on the autopulse platform (sn (B)(4)) during routine check. Per report, troubleshooting was performed by exchanging autopulse batteries (fully charged); however, the user was unable to resolve the issue. No patient was involved with this event.